Event description:
The patient revised because of poly wear.

Manufacturer narrative:
Examination of the returned product confirms the reported polyethylene wear. The investigation was limited to the information provided, as the lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information, it would not be unreasonable to expect some wear after approximately 14 years of implantation. The need for corrective action is not indicated.